Event description:
During evaluation of the device by a philips bench technician, it was noted that there was lack of contact of the battery to the device (would not run on battery) due to an issue with the battery eject button. The customer had stated that the device was dropped. There was no patient involvement.